Event description:
It was reported that a laser vision correction patient had surgery on (B)(6), 2023 and presented on (B)(6), 2023 with stage 3 diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. It was reported that the event was not lasting and disabling, significantly interfering with daily activities. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: the customer does not collect this information therefore, not available. Section h3-other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.